Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2024, and two additional dates (not provided).treatments were provided to the abdomen (bilateral, upper, and lower) using cooladvantage applicator [possibly cooladvantage coolsmooth applicator], to the flanks using coolsmooth pro applicator, to the back (infrascapular area) using an undefined applicator of the coolsculpting legacy (com1) [possibly cooladvantage coolsmooth applicator], and to the submental area using cooladvantage coolmini applicator. The patient was diagnosed on (B)(6) 2025 with paradoxical hyperplasia (ph) to the submental, abdomen, flanks, and infrascapular area.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: a2, d4, e1. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2024, and two additional dates (not provided).treatments were provided to the abdomen (bilateral, upper, and lower) using cooladvantage applicator [possibly cooladvantage coolsmooth applicator], to the flanks using coolsmooth pro applicator, to the back (infrascapular area) using an undefined applicator of the coolsculpting legacy (com1) [possibly cooladvantage coolsmooth applicator], and to the submental area using cooladvantage coolmini applicator. The patient was diagnosed on (B)(6) 2025 with paradoxical hyperplasia (ph) to the submental, abdomen, flanks, and infrascapular area.

Manufacturer narrative:
Additional information: b5, e1, g1, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported paradoxical hyperplasia (ph) on the flanks, abdomen, and submental areas with coolmini, coolsmooth pro, and cooladvantage plus applicators for a coolsculpting system, 2 months post treatment, following treatments on the flanks, abdomen, submental, and back areas performed on (B)(6) 2024 and (B)(6) 2024. The patient received corrective liposuction and panniculectomy. Later, the patient reported recurrence of paradoxical hyperplasia on the abdomen and flanks and continued emotional burden.